Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6) hospital. Dr. (B)(6) allegedly placed the filter. It is alleged the patient was injured without further explanation. The patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/15/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the right jugular vein due to dvt. Plaintiff is alleging filter migration, device is unable to be retrieved, swollen legs, bursting blood vessels, chronic thrombus, and back pain. Records from implantation center do not provide any brand information (manufacturer, lot number, product code) to identify the ivc filter allegedly implanted.

Manufacturer narrative:
Other relevant history: tobacco use. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, migration, unable to retrieve, swollen legs, burst vessels, chronic thrombus (ivc occlusion), pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported swollen legs, bursting vessels, back pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6) hospital. Dr. (B)(6) allegedly placed the filter. It is alleged the patient was injured without further explanation. The patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.